Event description:
The pt's cde and pt contacted animas to report the following: the pt recently switched from the ir 1250 pump to the one touch ping pump on (B)(6) 2010. The pt used the new pump for approx 5 days with no issues. On (B)(6) 2010, the pt reportedly was hospitalized for high blood glucose levels: the pt's blood glucose was 494 mg/dl and was not in dka. She was placed on IV fluids and was treated with insulin injections. Prior to the hospitalization, the pt was also being treated with insulin injections; however, the blood glucose levels remained "elevated". The pt was released on (B)(6) 2010 and was advised to continue insulin injections. The cde advised the pt not to start the pump until an animas rep meets with the pt to review the pump. The animas rep contacted the pt's cde on (B)(6) 2010 and offered to meet with the pt but the cde refused since she felt that the pt is fine. The pt's cde and animas rep are suspecting that the vial of insulin may not be good since the pt's blood glucose levels did not go down with both injections and the pump prior to the hospitalization. The pt is planning on going back on the pump on (B)(6) 2010. There have not been any subsequent events reported to animas.

Manufacturer narrative:
The animas rep reviewed the infusion site with the reporter/pt and noted that there were no kinks, puss, and redness and there were no air bubbles and leaks from the infusion set. The pt was using novolog that was opened on (B)(6) 2010. The pt reports no alarms on pump. The pump has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.